Event description:
It was reported on a maude event report (foi) from the FDA medwatch medical products reporting program, "1230 laser probe broke outside of pt while tip was inserted in pt. Tip was removed, safely clean break material. Pt asleep by anesthesia." This information is documented as reported to trimedyne.

Manufacturer narrative:
The lot number was identified as 50527 which is not a valid trimedyne lot number. The lot number may be 505027 which correspond to the model number and expiration date supplied by the reporter. Evaluation summary note: the following is considered to be confidential. A visual examination was performed on the returned product. Proximal end: the fiber has pits on the surface, and is recessed 0.0075 inches. No defect was found on the optical sleeve surgace. The fiber is broken and separated in two places - next to the strain relief boot, and 15 inches from the proximal end. At the points of breakage, the fiber appears to be mechanically broken, and there are burn spots on the buffer. The device was used multiple times. Distal end: the second separated piece with the distal end was not returned to trimedyne for evaluation. Possible cause(s): excessive force pulling on distal end of fiber causing recess on fiber proximal end; also, clamping of fiber with sharp object, contrary object, contrary to instructions for use.